Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2023, customer alleged received cal error/calibration not accepted alarm, change sensor/bad sensor alarm and sensor glucose vs. Blood glucose event. Following our receipt of one returned opened/used sensor and performed visual inspected and found sensor contact pad damage (cracks)causing electrical interruption in the sensor circuit and sensor failed per specification. Unable to continue with functional testing. In summary, the customer complaint of unexpected sensor alarms could not be confirmed due to found sensor damage, when the contact pad damage (circuit trace) is cripple (bent), the gold layer will ¿cracked ¿causing (open trace) electrical interruption in the sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced calibration not accepted, change sensor, sensor glucose vs. Blood glucose. Customer's blood glucose was 290 mg/dl while sensor glucose value was 55 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7020la. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Mmt-7020la was returned.